Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically due to an unknown product performance issue. The lead remains implanted. No additional adverse patient effects were reported.